Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Sections were left blank as the customer age and weight is unknown.

Event description:
At 8:44 a.m., the customer obtained a blood glucose reading of 57 mg/dl on another manufacturer's meter. Upon retesting on the contour next one meter, at 8:47 a.m., the reading obtained was 111 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event alleged. The customer was advised to return the test strips for evaluation. Replacement meter, test strips and control solution were sent to the customer.